Event description:
It was reported intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 555 mg/dl with high ketones that were identified as dangerous. The customer attempted to treat elevated bg with a manual dose injection but was treated intravenously in the ICU with fluids of saline and insulin. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.